Manufacturer narrative:
This lead was capped and replaced on (B)(6) 2018. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Noise on pace/sense channel of this lead, but not on farfield channel. The lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.